Event description:
During a ptca treatment procedure, the maverick2 monorail 15x1.5 mm balloon was ruptured at six atms on the first inflation. The lesion being treated was a calcified, 99% stenotic lesion in the mid-distal right coronary artery. The physician used an sal guide catheter and an unknown guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'